Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 42 mg/dl; cause was not known. Soda was consumed to address low bg. Paramedics treated the customer at home with intravenous glucose/carbohydrates. Customer declined tandem technical support¿s offer to review pump data to determine a possible cause of the event. Recommendation was made for the customer to discuss the event with a healthcare provider.